Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).